Manufacturer narrative:
Service was declined as the customer suspected patient sampling issues. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. All related medwatch reports: 2122870-2011-05781, 05782, 05783.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one patient, involving unicel dxi 800 access immunoassay system. This is report number two of three. Subsequent testing produced results within different clinical ranges. The elevated results were released out of the laboratory. The patient underwent a cardiology consultation. There has been no report of patient outcome.